Event description:
S: respiratory therapist (rt) called to bedside to manage large leak measured on vent. Cuff had been charted to have 3cc sterile water when fully inflated. Rt fully deflated cuff but only 2cc sterile water removed. Cuff re-inflated with 3 cc of sterile water. Leak returned to 0%. Rt called to bedside again for large cuff leak. Cuff pressure assessed, again only 2cc sterile water found to be in the cuff. Trach determined to be defective. Trach tube changed out for same-size back-up trach from patient go-bag. Separate icares submitted regarding supply chain issue of 4.0 pediatric tracoe trachs being out of stock during this event. Prior to insertion of back-up trach, cuff was inflated with 4 cc sterile water to test integrity. No water leak noted on visual inspection of back-up trach. Rt conducted a trach change without further issue. Leak on vent decreased to 20%, acceptable value for patient. B: rt reported trach change performed with mop. 3cc sterile water was used to inflate cuff at that time. I was informed a large leak developed shortly after initial trach change, day shift rt explained only 2cc sterile water was found to be in the cuff at that time. Day shift rt again added 3cc to the cuff to re-inflate it. This information helped in assessing defective trach and need for additional trach change. A: after defective trach was removed, a hole was discovered where the pilot balloon line connects to the trach just anterior to the flange. The cuff of the defective trach was re-inflated with additional sterile water and water could be seen leaking from the described hole, anterior to the flange.